Event description:
It was reported that during testing conducted at the user facility the safety button keeps getting stuck, a condition in which the device has the potential to run unintentionally. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.